Event description:
It was reported to covidien: 'this is not a complaint but a report of abnormal test results performed at our customer's institution. The sensors tested (not on pt) with a calibration machine gave lower results than it should have. Example, spo2 77% when it should have been 80% or 69% for 75%. When the tests were performed with a different lot number (122890017), we did not get any differences.' No pt involvement.

Manufacturer narrative:
(B)(4).